Event description:
Status post orthotopic heart transplantation several years earlier. Patient presented with complaint of dyspnea and fatigue. Computed tomography(CT) of patient's chest demonstrated retained catheter fragment in the right atrium.